Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to an unspecified malfunction. No further information is available at this time.

Manufacturer narrative:
A partial lead with distal end measuring 43.9 cm was returned for analysis. External insulation abrasion was noted at 5.4 cm to 5.8 cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted 36.3 cm to 36.5 cm from the distal tip, consistent with lead friction to device can. The outer coil was exposed at these locations.

Event description:
New information received notes that there were no intraprocedural complications. The patient tolerated the procedure well.